Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/in the pelvic area on both sides"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 46-year-old female patient who had essure (batch no. A73746; a73746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, essential hypertension and hyperglycemia. Concurrent conditions included obesity, unspecified, essential tremor, alcoholism and anxiety disorder. Concomitant products included atenolol since (B)(6) 2014, carbamazepine since (B)(6) 2014, citalopram, folic acid, losartan, propranolol since 1990 and sertraline (zoloft) since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, 5 months 29 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nervous system disorder ("neurological damage"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental issues"), hypersensitivity ("allergic reactions"), vaginal infection ("infection: vaginal"), tremor ("benign essential tremors in hand"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight decreased ("weight loss"), balance disorder ("balance issues"), disturbance in attention ("focus issues"), asthenia ("persistent weakness"), pelvic floor muscle weakness ("pelvic floor dysfunction") and back disorder ("back issues post hysterectomy"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy to remove essure implant) and surgery (diagnostic hysteroscopy with dilation and curettage. Nova sure endometrial ablation ((B)(6) 2013)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the menorrhagia, genital haemorrhage, nervous system disorder, depression, anxiety, tooth disorder, hypersensitivity, vaginal haemorrhage, vaginal infection, tremor, dysmenorrhoea, weight decreased, balance disorder, disturbance in attention, asthenia, pelvic floor muscle weakness and back disorder outcome was unknown. The reporter considered anxiety, asthenia, back disorder, balance disorder, depression, disturbance in attention, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, nervous system disorder, pelvic floor muscle weakness, pelvic pain, tooth disorder, tremor, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: current weight 180 lbs lbs. Per mr: insertion details: essure device was deployed into each tube without any difficulty. The picture of occluded right tube did not take. But each coil tube was occluded with approximately 3-4 coils showing on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, weight decreased, anxiety, pelvic pain, balance disorder, vaginal haemorrhage." Most recent follow-up information incorporated above includes: on 20-jun-2018: reporter information was added. This case concerns 46 year old patient. Her historical/concurrent conditions were added. Lab data was added. Essure indication was added. Essure lot number was added. Essure insertion and removal date was added. Her concomitant medications were added. Per pfs following events: abnormal bleeding (vaginal/menorrhagia), infection: vaginal, dental problems, benign essential tremors in hand, dysmenorrhea (cramping), weight loss, balance issues, focus issues, persistent weakness, pelvic floor dysfunction and back issues post hysterectomy. She had recovered from pain: in the pelvic area on both sides. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/in the pelvic area on both sides"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 46-year-old female patient who had essure (batch no. A73746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, essential hypertension and hyperglycemia. Concurrent conditions included obesity, unspecified, essential tremor, alcoholism and anxiety disorder. Concomitant products included atenolol since (B)(6) 2014, carbamazepine since (B)(6) 2014, citalopram, folic acid, losartan, propranolol since 1990 and sertraline (zoloft) since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, 5 months 29 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nervous system disorder ("neurological damage"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental issues"), hypersensitivity ("allergic reactions"), vaginal infection ("infection: vaginal"), tremor ("benign essential tremors in hand"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight decreased ("weight loss"), balance disorder ("balance issues"), disturbance in attention ("focus issues"), asthenia ("persistent weakness"), pelvic floor muscle weakness ("pelvic floor dysfunction") and back disorder ("back issues post hysterectomy"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy to remove essure implant) and surgery (diagnostic hysteroscopy with dilation and curettage. Nova sure endometrial ablation (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the menorrhagia, genital haemorrhage, nervous system disorder, depression, anxiety, tooth disorder, hypersensitivity, vaginal haemorrhage, vaginal infection, tremor, dysmenorrhoea, weight decreased, balance disorder, disturbance in attention, asthenia, pelvic floor muscle weakness and back disorder outcome was unknown. The reporter considered anxiety, asthenia, back disorder, balance disorder, depression, disturbance in attention, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, nervous system disorder, pelvic floor muscle weakness, pelvic pain, tooth disorder, tremor, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: current weight 180 lbs. Per mr: insertion details: essure device was deployed into each tube without any difficulty. The picture of occluded right tube did not take. But each coil tube was occluded with approximately 3-4 coils showing on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, weight decreased, anxiety, pelvic pain, balance disorder, vaginal haemorrhage." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nervous system disorder ("neurological damage"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental issues") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, nervous system disorder, depression, anxiety, tooth disorder and hypersensitivity outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, hypersensitivity, nervous system disorder, pelvic pain and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.